Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Additional information was received. It was stated that the act button was also not responding. The patient had normal blood glucose levels, and did not require medical assistance.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. The pump had a cracked case at the display window corners, a cracked belt clip slot, minor scratches and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the up arrow button is unresponsive and the insulin pump has a crack on the upper right corner. Customer's blood glucose was normal and didn't require medical treatment. The insulin pump would be replaced and returned for analysis.